Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6atm to 8atm for 5 to 6 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6atm to 8atm for 5 to 6 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury reported and the patient was in good condition after the procedure. It was further reported that the balloon burst proximally.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified a pinhole leak at 1mm distal of proximal marker band. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Pads were intact. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instructions for use, however, a leak was noted coming from the pinhole at 1mm distal to the proximal marker band.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6atm to 8atm for 5 to 6 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury reported and the patient was in good condition after the procedure. It was further reported that the balloon burst proximally.